Manufacturer narrative:
Hologic technical support (ts) reviewed all three worklists and noted no hardware or reagent preparation issues. Ts was unable to rule out sample mishandling or low target samples. Hologic performed a risk assessment and noted no product impact. Hologic has not been informed of any adverse patient outcomes related to this issue.

Event description:
On (B)(6), 2025, customer reported a discrepant result using aptima hpv assay on panther instrument. The sample was initially ran on hpv worklist (B)(4) using the aptima hpv assay (ml: (B)(6)) and resulted hpv negative. Customer noted the initial hpv negative result was reported out and questioned by the physician. Customer retested different aliquots as well as the original sample on hpv worklist (B)(4) on panther instrument sn# (B)(6) using the aptima hpv assay (ml: 908238) and obtained hpv positive results each time. Customer subsequently amended the result to hpv positive. Customer did not provide any patient treatment information. Hologic has not been informed of any adverse patient outcomes related to this situation.